Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been experiencing continuous low flow alarms on (B)(6) 2022. The patient had not been taking their hydralazine due to them needing a refill. Once the patient restarted their hydralazine, the low flow alarms decreased. It was reported that on (B)(6) 2022 that alarms increased when patient was sitting on the toilet and leaning forward. Their parameters during clinic visit were 5400 rotations per minute (rpm), 2.6 liters per minute (lpm), a pulsatility index (pi) of 4.8, and a power of 3.4 watts (w) while their mean arterial pressures (maps) were therapeutic. The patient was admitted for additional testing when a computed tomography (CT) scan was performed and a thrombo fibrotic exudate hypodensity was found on the outflow graft (ofg). The surgeon requested a controller update. The patient did not report any symptoms with the alarms or while at their baseline. They were started on IV (intravenous) heparin and underwent a pump exchange on (B)(6) 2022. The patient also suffered from an ongoing driveline infection and had protemaceous debris that was observed between the ringed layer of gortex and original heartmate 3 ofg.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft (ofg) obstruction could not be confirmed through the evaluation of the submitted images and no product was returned for evaluation. The reported low flow alarms could not be confirmed as no log files were provided by the account for evaluation. A specific cause for the reported driveline infection, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was reported that hm3, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02dec2016. The heartmate 3 lvas instructions for use (IFU) rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU, "introduction", lists potential adverse events including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Following software upgrades, the hm3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Section 5 of the patient handbook and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in this document. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.